Event description:
A home pt contacted baxter's technical service center at the beginning of their automated peritoneal dialysis therapy. Reportedly, the home pt brished their finger across the outside of the pt connector on the pt line of the homechoice set while connecting to the setup. The home pt proceeded with connecting to the setup. Immediately after they were connected, they located a minicap. They then disconnected and capped off their transfer set aseptically. The home pt performed therapy by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.